Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a power error detected. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They entered a new battery and cleared the alarm. It was noted that the notification light stopped flashing immediately after a battery change. They will be sent a replacement. The device will be not returned for analysis.